Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient thought they pushed the wrong button yesterday but that it seemed to be okay now. The patient had a lot of pain on the left side that started last night. They thought that they pushed the grey button on the side instead of the white button on the side of the patient programmer. The grey button on the patient programmer would turn the implantable neurostimulator (ins) off. During the troubleshooting call, the ins status was checked and the ins was on. The patient noted that they could not get to program 2 when they pushed the button but they could now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.